Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that mini drawer 1.11 was failed and required maintenance. A field service engineer, upon conducting an inspection, identified that the mini engine was consistently becoming stuck due to a sticky residue preventing it from opening correctly. The engineer proceeded to remove and clean the interior components, replaced the mini engine, and subsequently rebooted the system while updating the firmware. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis anesthesia es system station drawer 1.11 is failed. A field service engineer reported that the customer possessed an additional anesthesia device, which they utilized as a backup. There were no adverse events or injuries reported based on this event.